Event description:
During a laparoscopic low anterior resection procedure, the device would not release after firing. The doctor cut the tissue and removed the device, and the procedure was completed using hand-suturing.